Manufacturer narrative:
Method: lens evaluation. Results: visual inspection of the returned product found the lens optic torn and one loop haptic bent. The lens was returned dry. There was evidence of dry clear surgical residue on optic surface. (B)(4).

Manufacturer narrative:
Diopter: -4.00; silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed three similar complaints within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon used a aq5010v -4.00 three piece silicone lens. The physician was advancing the lens in the injector, noticed the haptic bent in the cartridge. Decided not to implant lens. There was eye contact, but the lens was not inserted into the eye. There was no patient injury. Cause of this incident was loading error by the tech.

Manufacturer narrative:
Method: device history record review, medical review. Results: based on the DHR review and root cause analysis, the probable could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage or loss of strength/flexibility of the haptic. Physician report does not indicate that any adverse event or condition would have caused damage to the lens. Per medical review: reportedly, intraoperative lens removal was performed to address bent haptic of 3-piece silicone lens noted during iol insertion. No report of incision enlargement or any other tissue damage. According to report dated on (B)(6) 2016, the cause of the event was user error (technician) during loading. The same report stated that there was no patient injury. (B)(4).